Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') and dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (305) inserted for female sterilization. The patient's medical history included ulcerative colitis in 2004, cholecystectomy in 2001, pap smear abnormal in 1994, appendectomy in 1994 and migraine in 1985. Concurrent conditions included abdominal pain, dehydration, dysmenorrhea and pelvic pain. In (B)(6) 2009, the patient had essure (305) inserted. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2010, endometrial ablation and on (B)(6) 2019 hysterectomy/bilateral salpingectomies do and robotic assisted total laparoscopic hysterectomy/bilateral). Essure (305) was removed on (B)(6) 2019. At the time of the report, the uterine haemorrhage and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and uterine haemorrhage to be related to essure (305). The reporter commented: previous essure was inserted in (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2016: 1. Unusual appearance of a linear radiopacity thought to represent evidence of essure procedure with the linear opacity projecting over the uterus, medial in position. 2. 2.9 cm low-attenuation structure immediately to the left and anterior to the uterus which could represent left ovarian cyst or small bowel loop. 3. The appendix is not identified.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jul-2020: medical record received. Previous event medical device removal is replaced with new event abnormal uterine bleeding. Medical history and lab data were added. Essure insertion date and removal surgery details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilization. In 2010, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure device removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.